Event description:
On (B)(6) 2013, ptcd was performed and a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed. On (B)(6) 2013, the catheter was retrieved from the pt's body. On (B)(6) 2013, since the pt complained stomach ache, CT was conducted, which confirmed there is a foreign matter in the peritoneum. The foreign matter was retrieved on the same day and pt recovered.

Manufacturer narrative:
Expiration: unk as lot is unk. Unk as lot is unk. (B)(4). Unk as lot is unk. Event eval: still under investigation.